Event description:
Pre-existing knot locked at level of the device prior to tension being applied to locking suture resulting in the inability to slide the knot to the artery. Manual pressure successfully performed to achieve hemostasis.